Event description:
Customer reported a button error alarm on the insulin pump. Customer is unable to press any of the buttons. Customer's current blood glucose reading is 165 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.